Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one adapter. It was noted that there was damage on the lockout slider block typical of a user mis-load condition. During functional testing solid blue lights were received and evaluation of the eeprom noted that the device had reaches it¿s prescribed end of life. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damage seen on the lockout slider block is consistent with a user attempting to fire a sulu when one is not fully attached. The investigation detected a secondary condition of solid blue lights that has no relationship to the reported incident. The adapter reached 50 autoclave cycles which is the designed end of life. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during an omega loop procedure, it was not possible to unload the reload (reload is still attached to adapter). They used a second powered handle with another adapter to continue surgery. When attaching the adapter the instrument showed blue status lights as if the reload would have been already used. The surgery was completed with a manual handle. The patient status is ok. There was no medical intervention or patient injury. No patient data available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.